Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6) ) found the cord was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a broken desktop charger connector pin 37761. The caller also reported that the recharger charging port is damaged, and the recharger will no longer turn on. The caller stated that the patient charged their ins yesterday, and will need to charge in another three or fours days. Pss spoke to manufacturer representative (rep) in regards to transiting the patient to the wr. Pss sent an email to repair to send the wr to the mdt rep. Pss sent an email to repair for return label for damaged equipment. The patient rep called back to report that they have not heard from manufacturer representative (rep)  regarding the whereabouts of the wr and drape that was ordered and delivered to the rep. The caller stated that the patient's ins battery is almost dead, and the patient was having a really hard time walking even with a walker. The caller was concerned about the ins battery dying because if it did, the patient can hardly walk and their "speech and everything" would be affected. The caller added that the patient's left leg will shake if therapy turns off, but their leg was not shaking yet. Agent called the rep but had to leave a voice message. Due to patient situation, agent re-opened the case and assigned to self to send an email to repair to request replacement 37751 recharger and dtc to be expedited to the patient's home. Rep called to report that they have not received the wr and drape yet. The caller confirmed shipping address was correct, except "se" should have been included at the end of the street address. However, the rep said that should not have prevented fedex from delivering. Agent checked fedex tracking report, which indicated that the equipment will be delivered today before 10:30 am. Agent reviewed this information with the rep. Agent also reviewed that a replacement 37751 recharger and dtc have been requested for the patient. The rep said they will follow up with the patient to let them know they haven't received the wr and drape yet.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type recharger product ID 37751, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (b)6): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.